Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 50 mm diameter saccular thoracic aortic ane urysm in zone 2. The lsa was partially; intentionally, covered. Proximal aorta was 29 mm in diameter and 21 mm in length. Distal aorta was 27 mm in diameter. Right and left external iliac arteries were 10 mm in diameter. The right and left femoral arteries were 8, 8.5 mm in diameter, respectively. The access vessels had no calcification and the aortic neck had mural thrombus. The aorta had no tortuosity. It was reported that during the index procedure a type IV endoleak was noted. (Unknown what type) the endoleak was left unresolved. The patient was discharged. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak) ; (insufficient information; cause is unknown). Conclusion: (insufficient information; cause is unknown); known inherent risk of a procedure (endoleak).